Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device has been received by baxter, and is currently being evaluated. Once evaluation is complete, or if additional information becomes available, a follow-up will be submitted.

Event description:
During baxter's review of the event history of the device, it was discovered that a battery depleted set alarm occurred twice previously, and caused an interruption during delivery. It is unknown which care area this occured in. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.